Event description:
Customer reported a past high blood glucose event with a value displayed as "high," although the specific level was unknown. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on approved insulins for the pump. Customer took corrective action by administering a correction bolus via pump. . Recommendation was made to consult with a healthcare provider regarding diabetes management.